Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with antibiotic therapy (doses, frequencies and routes of administration were not reported). Six days after the date of diagnosis, the antibiotic therapy was discontinued, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.